Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 275cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. As a result, the patient underwent explantation and replacement with catalog number smpx295; serial number (B)(4) on (B)(6) 2021.

Manufacturer narrative:
On june 18, 2021, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 275cc breast implant was found to be ruptured and incomplete. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).